Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side ¿rupture¿. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening (shell thickness within specification) also observed an opening assessed as surgical damage. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported left side ¿rupture¿. Healthcare professional later confirmed "rupture diagnosed via ultrasound". Device has been explanted.